Event description:
During preparation for use of the device in a cardiopulmonary bypass procedure, the user reported that roller pump behaved as if the roller cover were left open. That is, the pump could not be started. No pt injury was reported as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.